Manufacturer narrative:
It was reported by the end-user facility that a patient that initially underwent a carpal tunnel surgery on an unreported date, experienced an infection and had to come back for an incision and drainage procedure on (B)(6) 2016 due to the reported infection. Per the end-user facility, after the initial surgery was performed there was a crack noticed in the light handle cover and the surgeon feels the crack in the sterile device is what led to the patient infection. The outcome of the infection was not reported. The device was received for evaluation. Visual inspection confirmed the reported crack in the device. No additional information is available. The facility contacted medline as they received notification of the medical device correction initiated by medtronic for the light handle cover. Medtronic is the manufacturer of the light handle cover and has been notified of this incident. The sample is being forwarded to them for investigation. Contained incorrect code in original report.

Event description:
It was reported by the end-user facility that a patient that initially underwent a carpal tunnel surgery on an unreported date, experienced an infection and had to come back for an incision and drainage procedure on (B)(6) 2016 due to the reported infection. Per the end-user facility, after the initial surgery was performed there was a crack noticed in the light handle cover and the surgeon feels the crack in the sterile device is what led to the patient infection.